Manufacturer narrative:
This report if submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed july 18, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced swelling and pain at the implant site followed by an MRI. Subsequently, the patient was treated with topical antibiotics (date and duration not reported). The implanted device remains.